Manufacturer narrative:
The device was not returned to the manufacturer for analysis. As per complaint information, no RMA number was required and thus, no sample return was expected. No device history record (DHR) review was performed since product lot number was not provided. The complaint could not be confirmed. The reported condition was consistent with previous complaints received. A CAPA was generated to further investigate and expand a systemic evaluation related to these events. The most probable root cause has been identified to be related to the stopcock supplier. Device identifier: (B)(4).

Event description:
A medwatch form with uf/ importer report # (B)(4) was received on (B)(6) 2019 with the following: a (B)(6)-year-old male patient was being assisted by a physical therapist with a nurse at bedside. All precautions were taken to ensure no line disconnections or pulling. The physical therapist commented that something was leaking. It was noted that on the ins9020sp1 limitorr volume evd 20ml setup, the transducer of the had broken off at a weak point during an intracranial pressure (icp) monitoring and ventricular drainage. The patient was immediately clamped and assessed with no harm noticed. Complementary information was received on 17may2019 and 20may2019 from the customer indicating that the issue occurred in the intensive care unit (ICU) on (B)(6) 2019. There was no delay noted but the evd setup had to be replaced. The customer stated that it's the port on the stopcock that fractures. It was mentioned on the medwatch form that over the past year, the facility has had at least twenty seven (27) incidents where this device has broken at the stopcock. It was reported that they have not experienced any patient injuries so far. Additional information has been sent to the reporting facility to clarify these incidents.